Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump as having a insulin pump error. Customer's blood glucose at the time of the incident was unknown. Troubleshooting was performed. Customer was advise to refer to back up plan by health care professional. The device will be return for analysis.

Manufacturer narrative:
Device received with constant spi to motor pic communication error alarm followed by unexpected off no power alarm, problem isolated to the mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to spi to motor pic communication error alarm.